Event description:
The reporter stated that when the operator removed the patient return electrode pad, the operating staff noticed that the rem alarm did not go on. The technical service at the hospital tested the device and confirmed that the rem alarm appeared not to be operating

Manufacturer narrative:
Date of initial report: 03/18/2008. The generator has been returned to our service center in another country, and is currently being evaluated. When the investigation is complete a follow-up report will be sent.